Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results- review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.

Event description:
Device 3 of 4. Reference MFR reports: 1627487-2013-21011, 1627487-2013-21012 and 1627487-2013-21021.